Event description:
It was reported that a premature release occurred. A left atrial appendage (laa) closure procedure was being performed. A 20mm watchman flx laa closure device with delivery system were used. During the recapture it was noted that the device had been prematurely and unintentionally released. No additional attempts were made to recapture the device. The procedure was completed and the patient was stable following these events. A follow-up will be completed by transesophageal echocardiogram in 30 days.